Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged on drive support cap. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The customer¿s other blood glucose level was 359 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer also stated that drive support cap was flush. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they feel okay for troubleshooting. The customer was not calling back to perform an high performance test. Based on customer report customer does not allege pump was under delivering. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.